Event description:
We have been informed that 6 hours after surgery procedure the patient woke up and complained of severe pain in lower leg. Pain and skin irritation reported following use of calf garment throughout major procedure. Patient suffered square area of redness on skin, severe pain on walking from anaesthesia and continued since (72 hours so far), unable to weight bear. Patient was 2 extra nights hospitalized and opioid pain relief required thus far. Patient examined by surgeon, referred to physio and foot and ankle specialist. Magnetic resonance imaging was performed. (B)(4).